Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 35 mg/dl with difficulty speaking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the pump booted to the verify screen with no issues. A review of the black box showed: on (B)(6) 2015 07:13 a loss of prime was recorded; deliveries resumed at 14:43. On (B)(6) 2015 at 08:46 an auto off alarm was recorded; deliveries resumed at 12:34. On (B)(6) 2015 19:49 loss of prime was recorded; deliveries resumed at 21:49. On (B)(6) 2015 07:46 an auto off alarm was recorded; deliveries resumed at (B)(6) 2015 14:49. On (B)(6) 2015 07:16 an auto off alarm was recorded; deliveries never resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing the basal history correctly showed 2.0u and total daily dose showed (B)(4). There were no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).